Event description:
During follow-up for a separate event, it was reported by the peritoneal dialysis registered nurse [(pd)rn] that this female pd patient was diagnosed with peritonitis. The patient went to the hospital on (B)(6) 2023 with unknown symptoms. The patient was admitted to the hospital and subsequently diagnosed with peritonitis on (B)(6) 2023. The pd effluent culture resulted positive for brevundimonas diminuta. This event was classified as recurrent peritonitis as this was the second episode within four weeks completion of antibiotics for another peritonitis, but with a different organism. No information was provided pertaining to the patient¿s antibiotic regimen. The patient was discharged on (B)(6) 2023. The patient continued pd therapy during recovery. The cause of the peritonitis was not confirmed.